Event description:
Pt compared results from this co's glucose strips with a second co's strips. Pt's technique was observed by pharmacist. Pt is very meticulous. Discrepancies appear to be too great. Readings are as follows, this co's strips vs second co's: 1 pm 268/332, 2 pm 267/321, 3 pm 161/206 and 4 pm167/182. It is not known which results are inaccurate. The rptr is concerned because the discrepancies are so great. (Also see mw1000902.)